Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) state, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and occlusion of device or native vessel, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis) and hypertension. Since it is unknown which device is directly implicated in this complaint, (B)(4) / UDI-di: (B)(4) and (B)(4) / UDI-di: (B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: shingo nakai, et al. Spinal cord ischemia following endovascular repair of infrarenal abdominal aortic aneurysm. Annals of vascular diseases vol. 13, no. 3; 2020; pp 335¿338. Case 1: a 79-year-old man with a 66 mm ruptured abdominal aortic aneurysm (aaa) was admitted to the reporting hospital in shock. Computed tomography (CT) revealed a 51 mm serial left common iliac artery (cia) aneurysm from the aaa, retroperitoneal hematoma, and evidence of active bleeding from the anterior wall of the aaa. Endovascular aortic repair (evar) was conducted as an emergency surgery. Before evar, an intra-aortic balloon was inserted and inflated at the descending aorta for hemostasis. Initially, the left internal iliac artery (iia) was occluded by using embolization coils (tornado® embolization coil, cook inc., bloomington, in, USA). A gore® excluder® aaa endoprosthesis was deployed at the infrarenal lesion to land distally in the right cia and external iliac artery (eia) with limb extension. The patient¿s blood pressure increased immediately after completion of evar, although more than 4h had passed since the onset of the aaa rupture. The operation time was 115 min. On the second postoperative day, the patient was found to have developed left lower limb incomplete paraplegia. Based on suspicion of spinal cord injury, the patient was treated with cerebrospinal fluid drainage, high-dose steroid infusions, naloxone, and edaravone. Magnetic resonance imaging (MRI) identified spinal cord infarction at t11¿l1. Retrospective analysis of preoperative CT scans revealed the origin of the adamkiewicz artery at l1¿l2 level. This origin may have been unintentionally covered by the endograft. Based on patient records, the patient did not have any drop in his blood pressure below 80 mmhg in the postoperative period. Currently, the patient is receiving walking rehabilitation; his bladder incontinence has remained unchanged 43 months post-surgery. The authors stated as follows: perioperative hypotension secondary to hemorrhagic shock was considered to be the main cause of paraplegia. The adamkiewicz artery in this case originated only from the l1¿l2 level. Thus, the spinal cord perfusion through the adamkiewicz artery may have decreased because of stent graft coverage of its origin. 2200-e:-vessel coverage - other/unknown is used to capture the unintentional coverage of adamkiewicz artery by the endograft.